Event description:
Right knee replacement [knee total replacement] ([device ineffective]). Left knee hurt [knee pain]. Case narrative: initial information received on 14-mar-2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves adult female patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) or hylan g-f 20, sodium hyaluronate (synvisc one) and had right knee replacement and left knee hurt. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking intra-articular synvisc or synvisc one (patient could not remember which device was used) injection (dose, frequency, lot and indication: unknown). Patient reported that the device did nothing for her and she later underwent right knee replacement and her left knee hurts. Action taken: unknown for both suspects. It was not reported if the patient received a corrective treatment for both events. The patient outcome is reported as unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Seriousness criteria: medically significant and intervention required for right knee replacement additional information was received on 20-mar-2019. Global ptc number and ptc results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2019: the follow up information dose not change the previous assessment of the case. This case involved a female patient who received treatment with medical device synvisc or synvisc one for an unspecified indication. It was reported that the expected action of synvisc or synvisc one was not obtained and within an unspecified latency the patient underwent right knee replacement. Based on the available information no conclusion on the efficiency of synvisc or synvisc one can be drown, given that the degree of severity of knee lesions before the administration of synvisc or synvisc one was not reported. For a proper assessment of this case, tto, further information regarding patient's current clinical conditions, medical history and concomitant medication precludes complete medical assessment.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2019: this case involved a female patient who received treatment with medical device synvisc or synvisc one for an unspecified indication. It was reported that the expected action of synvisc or synvisc one was not obtained and within an unspecified latency the patient underwent right knee replacement. Based on the available information no conclusion on the efficiency of synvisc or synvisc one can be drown, given that the degree of severity of knee lesions before the administration of synvisc or synvisc one was not reported. For a proper assessment of this case, tto, further information regarding patient's current clinical conditions, medical history and concomitant medication precludes complete medical assessment.

Event description:
Right knee replacement [knee total replacement] ([device ineffective]). Left knee hurt [knee pain]. Case narrative: initial information received on 14-mar-2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. This case involves adult female patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) or hylan g-f 20, sodium hyaluronate (synvisc one) and had right knee replacement and left knee hurt. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking intra-articular synvisc or synvisc one (patient could not remember which device was used) injection (dose, frequency, lot and indication: unknown). Patient reported that the device did nothing for her and she later underwent right knee replacement and her left knee hurts. Action taken: unknown for both suspects. It was not reported if the patient received a corrective treatment for both events. The patient outcome is reported as unknown for all events. Seriousness criteria: medically significant and intervention required for right knee replacement. A product technical complaint was initiated and the results for the same were pending.